Event description:
It was reported that the lead had rising and high impedance, noise and a lead fracture was suspected. The lead remains in use. No patient complications have been reported as a result of this event.